Event description:
Customer reports to have had high blood glucose but have not received a no delivery alarm. Customer had treated high blood glucose with manual injections. Healthcare professional made adjustments to basal rates, but customer continues to have high blood glucose. During troubleshooting, no air bubbles were found, no leaks were found, basal rates and bolus wizard were correct. Alarm history showed a motor error. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.